Event description:
The hospital reported that during initial preparation for sterilization for the first time (it was brand new and unused at the time) the 7mm extended length endoscope was found to have a cracked lens. The patient was not in the or. No patient involvement.

Manufacturer narrative:
Tw (B)(4).the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.